Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was scheduled for a revision due to noise on the right atrial (ra) lead and implantable cardioverter defibrillator (ICD). Noise was reproduced with pocket manipulation. The lead was extracted but will not be returned as it was destroyed during the extraction procedure. The ICD remains implanted. No additional adverse patient effects were reported.